Event description:
It was reported that device entrapment occurred. The target lesion was located in a coronary artery. The lesion was dilated with a 4.00mm x 12mm nc emerge balloon catheter at 20 atmospheres. However, upon removal, severe friction was encountered. The balloon was removed from the patient's body together with the non-bsc delivery wire. The guide wire was separated with the balloon catheter outside the body but resistance was felt. The procedure was completed with no patient complications reported.